Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the line of four (4) homechoice cassettes without an alarm during peritoneal dialysis therapy. This event occurred during priming. The care giver then used a different box with a different lot number and therapy worked out well. The caregiver reported that there was no visible damage or kinks to the cassettes there was no patient injury or medical intervention associated with this event. No additional information is available.